Event description:
It was reported that the patient was "'coding' and receiving multiple inappropriate therapies." The physician noted that the patient was seen "jerking" and is adamant that the device was delivering shocks. A magnet was placed over the device to suspend the detection. Further stated, "it [magnet] is not working, he is still getting shocked." The device was interrogated by the manufacturer's representative and states that "no shocks were delivered."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death has been requested and not received. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk review indicates no anomalies were found. (B)(4).